Event description:
Bladder does not completely empty when urinating. Burning sensation constant in vagina, painful to sit on chair, pulling down feeling when urinating. Strong pressure on rectum, urgency which did not have prior. Pricking/stabbing, burn when urinating, pressure on vagina/rectum, constant cramping in lower abdomen, foul smelling discharge, back pain intensified, sciatica in legs. Will have removed on (B)(6) 2012, doctor and my suggestion. Incontinence returned, increased depression and anxiety.